Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Based on the photographic evidence provided, the side rail panel was detached from the side rail mechanism as all screws holding the side rail were ripped off. Additionally the service consultant observed that the extension frame to which the side rail was assembled was bent. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. No patient was involved when the issue was detected. The complaint decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The arjo service consultant observed that one of the citadel plus side rails was completely detached from the bed. The malfunction was identified during the pick-up of the bed that beyond to arjo rental fleet. No patient was involved at that time. No injury was claimed.